Event description:
Additional information received patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> -the patient notified to the surgeon that she noticed "noise" in his hip. He didn't feel pain, but he said he heard the friction of the implant was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required, if yes, describe --> -yes, a revision x-ray was done, and in it they saw the state of the implant (completely broken/worn polyethylene). She had to be operated on urgently again to replace the implant,"

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information reiceved, it was reported that failure of our altrx polyethylene in a patient operated just a year ago in hospital (name removed). Last wednesday june 5th, the surgeons changed this one for a new one, and after seeing how the polyethylene was after removing it, it is necessary to study and analice what happened with this product. The patient underwent surgery on march 8th, 2023 for a right coxarthrosis and a corail-pinnacle was implanted. She is 50 years old and she is a very active woman (she runs about 20-30 km per week), but even so, the state of wear/breakage of the polyethylene should not be justified in such a short time. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (20240605_200608.jpg, 20240605_200608.jpg, 20240605_191825.jpg, 20240605_191822.jpg). The photos and x-ray investigation revealed that the liner¿rim was fractured in multiple pieces. Based on the not centrical position on the femoral head regarding the inner surface of the cup and the photographs of the of the involved femoral head, a disassociation event between the poly liner and acetabular cup was able to be confirmed. Additionally, the wear or deterioration of the liner cannot be confirmed with the evidence provided. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [m459u] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would contribute to the complained device issue. Based on the investigation findings, a definitive conclusive potential cause could not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [m459u] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
Failure of our altrx polyethylene in a patient operated just a year ago was reported. Surgeons changed this one for a new one, and after seeing how the polyethylene was after removing it, it is necessary to study and analyze what happened with this product. The patient underwent surgery on (B)(6) 2023 for a right coxarthrosis and a corail-pinnacle was implanted. Doi: (B)(6) 2023, doe: (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.